Manufacturer narrative:
The reported event of noise oversensing was not confirmed by analysis. The connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies beyond procedural damage regarding the reported event. Electrical testing did not find any conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the optim sheath was breached via external insulation abrasion due to friction to the device can at 14.2 cm to 15.1 cm from the connector pin. The silicone insulation within this region was not damaged.

Event description:
New information received indicated the right ventricular lead was explanted and replaced.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition.